Manufacturer narrative:
Complaint allegation was confirmed upon evaluation of the customer attached picture. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause(s) for the reported failure can be a user error due to excessive force during use, misaligned insertion, and/or prying/levering the device.

Event description:
On 9/29/2023, it was reported by a sales representative via sems-06044876 that an ar-13999hdn hd scorpion needle had an issue during a rotator cuff repair procedure on (B)(6) 2023. The new hd scorpion needle broke off in the cuff. The broken piece was not retrieved from the patient. The procedure was completed successfully. The complaint device was not available for return. This occurred during use with no patient harm. Additional information has been requested. On 10/12/2023, the sales representative provided the following information via email: another ar-13999hdn hd scorpion needle with an unknown lot number was used to complete the case successfully. There was very little to no case delay.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.